Manufacturer narrative:
Actual component evaluated at customer's site. The fse was unable to duplicate reported problems. The fse ran an empty chamber cycle and system performed properly. The fse toggled the reset switch and informed operator that the system requires programming prior to use.

Event description:
The customer alleged that there was fluid leaking and the system shaking. There were no physical complaints reported. The asp field service engineer (fse) went to the facility to assess the unit.